Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.20mm x 12mm emerge¿ push balloon catheter was selected for use. While loading the balloon onto the wire, it was noticed that the shaft snapped in two, approximately 10cm from the balloon. The procedure was completed with a different device. No patient complications were reported.